Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant attempt the helix of the right atrial (ra) lead could not be turned forward or backward. Another lead was implanted instead, and no patient complications have been reported as a result of this event.